Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 3-4 atmospheres for 3 seconds, the balloon ruptured. The device was removed, and the procedure was completed with different device. No patient complications were reported.